Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, and the top case was cracked/chipped by the front left bottom corners. The right plunger case was cracked and had visible contamination by the l-bracket pole clamp. A non-original equipment manufacturer battery was identified. Error codes could not be viewed in the event history log (ehl) due to the pump having a constant alarm with no display. After the power up process, the customer reported issue was confirmed, the pump exhibited a constant alarm with no display. The root cause of the reported issue is attributed to an improper software upload by the customer whereby reprogramming from the base unit to the top unit was incomplete. To correct the issue, the software was uploaded from the base unit via interconnect board to the head unit by performing the power point process. The device was re-programed with software version v1.6.4 and an original equipment manufacturer battery was installed into the unit. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received clarifying that the device was found in the dirty return room with a note on it.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a blank screen and a continuous alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.